Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited a peeled adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to stress of repeated use, external factors, or handling of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in operation manual chapter 3 preparation and inspection. Section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.